Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq lvp under-infused dexmedetomidine during patient therapy. The nurse programmed the pump to infuse the full amount of medication (100ml). After the pump indicated infusion complete the nurse compared the volume expected left in the bag (52.2ml) to the actual amount left which was almost 70ml. The pump under infused between 13 - 18 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.